Manufacturer narrative:
Upon review of the customers testing, it appears the anti-d was near the limit of detection for capture sensitivity explaining variable results between each assay. On (B)(6) 2014, it was noted that the patient had not received rh immune globulin and the patient has an allo-anti-d. No patient sample was available for investigation. In-house testing confirmed the presence of the d antigen on retention capture-r ready-ID, lot id221. Controls performed as expected. A product deficiency was not identified.

Event description:
A customer reported unexpected (B)(6) reactivity with capture-r ready-ID, lot id221.